Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to internal server communication issue. The technical support specialist sent an email to the customer and requested the information technology team to check on dns communication and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had no list of medications for override. The customer reported that the user could execute overrides, but the list was empty. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.